Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed.

Event description:
On (B)(6) 2013, a nurse reported the patient was hospitalized due to a hypoglycemic seizure. The patient was placed on the phone. She reported her blood glucose was currently 412 mg/dl, and she did not have time to discuss the event. Follow-up was completed with the patient on (B)(6) 2013. Her husband found her unresponsive in the morning on (B)(6) 2013 and contacted the paramedics. She was transported and admitted to the hospital and discharged on (B)(6) 2013. She is back on infusion device therapy. She believes she bolused too much for a peanut butter sandwich on (B)(6) 2013 and this caused hypoglycemia. Her blood glucose was too low to register on the paramedic's meter, and her target reading is 200 mg/dl. The infusion device time was off by 1 hour, and this was corrected during the troubleshooting call. She had been under increased stress and had a medication change the previous week. No allegations were made against the infusion device system, and no products will be returned for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.